Manufacturer narrative:
A ge service representative performed an on site investigation. The fuse was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the systems left hand monitor was not working. This could cause the system to become unusable due to the inability to display a live image. There is no report of injury or death associated with the event described in this complaint.